Manufacturer narrative:
(B)(4). Date sent: 7/5/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # a9df25 an analysis of the product could not be performed since a physical sample was not received for evaluation. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested and the following was obtained: there are no consequences for patients in either case. In both cases, the device stopped working on the first firing of the staple during section stapling. The surgeon used the manual retraction lever to return the knife and reopen the jaws.

Event description:
It was reported that during an unk procedure, the device was defective. No further details were provided. No patient consequences reported.